Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 28, 62, 150, 166 and 135 mg/dl. The customer¿s expected am non-fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 110 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/22/2024 and test strips have been opened for two months. The meter memory was reviewed for previous test result history (customer took glipizide prior to testing for results 1-4): result 1: 28 mg/dl, date: (B)(6), time: 07:44 am non-fasting. Result 2: 62 mg/dl, date: (B)(6), time: 06:36 pm non-fasting. Result 3: 150 mg/dl, date: (B)(6), time: 09:33 am non-fasting. Result 4: 166 mg/dl, date: (B)(6), time: 11:23 am non-fasting. Result 5: 135 mg/dl, date: (B)(6), time: 04:23 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in process. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in a follow-up call on 20-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 19-oct-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-134: user has low glucose value.